Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: a review of the black box revealed no evidence of short battery life. There was no damage found to the battery cap. The battery cap secured tightly to the pump and maintained an electrical connection. All current readings were within specification. The battery compartment was found to be cracked in two separate places. There were no intermittent conditions found to the power circuit. The product performed within specification regarding the reported power issue. Unrelated to the complaint, all of the keypad buttons were found to be intermittently responsive. There was no damage found to the keypad cover. The keypad was removed and contamination was found under button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a power issue. There was reportedly a short battery life issue and multiple"low battery" alarms were noted in the pump history. There was no indication of damage to the battery cap. However, the battery compartment was reportedly cracked. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.